Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021, further described as "in the last week ". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) amia cassettes had caps that came off (blue, white and red). It was further described as the "caps off of their lines, still inside the overpouch". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.